Manufacturer narrative:
Date rec¿d by MFR : 08jul2019, date of report : 08jul2019. The manufacturer¿s field service engineer (fse) confirmed the oxygen flow set to 10 reading 12 on the analyzer. Switched analyzer to read oxygen. Now reading 10.8, in tolerance. The manufacturer¿s field service engineer (fse) corrected the analyzer settings. Oxygen flow accuracy test passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/05/2019. The manufacturer¿s field service engineer (fse) confirmed the incorrect oxygen flow. The fse corrected the analyzer settings. The oxygen flow accuracy test passed.

Event description:
The customer reported a flow accuracy test failure. There was no patient involvement.